Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine, described as "during use the ultrafiltration limit was programmed at 0.7 kg/hr however, the machine was drawing 1.0 kg or more every hour". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. There was no issue noted regarding the ultrafiltration unit. The machine was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.